Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Internal complaint reference (B)(4).

Event description:
It was reported that during a novasure endometrial ablation the physician had trouble seating the device and perforated the uterus. The patient was sent to the hospital for evaluation and discharged home the same day.

Manufacturer narrative:
The returned device successfully passed all functional testing. No visual imperfections were noted with the device electrode array. The reported complaint and adverse event cannot be confirmed.